Event description:
Patient had headaches, swollen face, and a rash on the torso and the right side of the face. Allergic reaction has resolved without any additional intervention. The patient follow-up indicated the issues all went away through the healing process.

Event description:
Patient saw implanting physician on (B)(6) and was prescribed 800 mg of ibuprofen and prednisone due to facial swelling. Patient later experienced significant rash on torso and the right side of face. Patient saw physician again on (B)(6) 2019. Physician prescribed benadryl, amoxicillin-clav 875-125 mg tab twice a day and methylprednisolone 4 mg dose pack (21). Therapy activation delayed as a result.